Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) visited system onsite and confirmed that the system was unable to complete the boot up sequence. Upon troubleshooting, the fse identified that the software was corrupted. To resolve the issue, the fse reloaded operating system software and application software, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up successfully. No harm was reported to philips. Philips has started an investigation of this complaint.